Event description:
The complaint/event occurred on an unspecified date and involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer. Leakage of unspecified fluid and cracks on the device were reported. There was no report of any human harm associated with this reported event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.